Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) examined the system onsite and confirmed that the system was not booting up. Review of the log files shows malfunctioning of flex vision pc, the host-pc could not connect to the flex vision-pc. Upon troubleshooting fse found that the issue was caused by wrong configuration for flex vision. To resolve the issue, fse reconfigured the flex vision and performed functional tests. After repairs, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was not booting up. The device was outside of clinical use at the time of the reported event. No harm to the patient or user was reported.philips has started an investigation of this complaint.